Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device did not passed the final pack testing specifically on the capacitor form portion of the test. It is observed that there was an error code during the test and the energy from the capacitor form was not dumped across the dump resistor. The device memory revealed the memory location for cap reform constant ¿ dump after capform was not at its original factory setting. The dump after capform bit was set back to its original factory setting then the device passed the cap form portion of the final pack test. It is unknown how the dump after capform bit got set to the wrong value that prevented the energy form the cap form test from being dumped across the dump resistor during final pact testing.

Event description:
This device failed final pack testing. No additional information is available at this time.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.